Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a pharmacist reported on behalf of a customer who was having reading discrepancies with the freestyle libre sensor, as compared to unspecified capillary meter. The pharmacist provided the following comparison readings: 159 mg/dl, 181 mg/dl, 187 mg/dl, 212 mg/dl, 173 mg/dl, 162 mg/dl, 135 mg/dl, 112 mg/dl, 171 mg/dl, and 131 mg/dl scan reading against 143 mg/dl, 182 mg/dl, 171 mg/dl, 250 mg/dl, 155 mg/dl, 198 mg/dl, 174 mg/dl, 153 mg/dl, 219 mg/dl, and 166 mg/dl capillary result. There was no report of adverse event or third-party intervention. Based on the information provided, there was no report of serious injury associated with this event.